Manufacturer narrative:
The complaint device was received and inspected. Visual observations revealed that the distal tip of the anchor is broken off completely thus, confirming the complaint of anchor breakage. The broken fragment was held in place by the suture. No anomalies were detected on the device that could¿ve contributed to the break. Anchor breakage are typically associated with off axis insertion, hard bone quality, levering during insertion, or using incorrect instrumentation for preparing bone hole. The pattern of the screw breakage along the thread line indicates potential use of excess torsion during insertion. As reported in the complaint, the cause of this failure is consistent with the hard bone quality. The DHR review indicated that the 300 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the customer's healix br anchor broke upon insertion during a rotator cuff repair. The sales rep stated that the patient had hard bone. The pieces were retrieved from the patient and the case was completed by using another anchor in the same bone hole. There were no patient consequences or delays. The device is being returned.